Event description:
This event was received via telephone call. It was reported that the pt was a female and the catheter was inserted for pain relief during childbirth. Upon removal of the epidural catheter, no resistance was met, but the catheter separated. Approx 2.4 mm remains in the pt. The pt was discharged to home (B)(6) 2013. She will have a follow up appointment with a neurosurgeon on (B)(6) 2013. Following a meeting at the hospital with risk mgmt on (B)(6) 2013, a decision will be made if the sample will be provided.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.